Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the handle for percutaneous drill guide broke post case because the handle was cross-threaded in the locking guide. The threaded portion broke off into the guide when trying to remove it. It is unknown if there was a surgical delay. The procedure outcome and the patient's status is unknown. Concomitant device reported: unknown drill guide (part#: unknown, lot#: unknown, quantity: 1). This report is for 1 handle for percutaneous threaded drill guides. This is report 1 of 1 for (B)(4).